Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, there was a loss of insufflation. The clinical sales representative (csr) contacted the technical support engineer (tse) and indicated that the insufflator was not working and displayed a message about low tanks, despite the confirmation that the tanks were full. The staff switched to a backup insufflator, airseal, and requested that the initial insufflator be checked. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse observed that the pressure gauge on tank interface would fluctuate when gas turned on and off. The fse removed hose and gas not flowing past valve on interface. The fse replaced co2 tank interface to resolve the issue and confirmed that the air was flowing through the interface without any fluctuations on the pressure gauge. The system has been verified as ready for use. Isi did receive the c02 tank interface to perform failure analysis; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The co2 tank interface was returned and evaluated by the failure analysis team. The visual inspection was performed on co2 tank interface and found out that the gauge lever was broken and felt off the tank interface. From this finding, failure analysis concluded that damaged gauge lever is the potential root cause of the issue.

Event description:
Refer to h11 for follow-up information.